Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one j-tip guidewire loaded onto a packaging hoop was returned for evaluation. Functional, gross visual and dimensional evaluations were performed. A sign of curvature was noted to the guidewire when it was removed from guidewire hoop. No uncoiling or stretching was noted throughout the guidewire. An attempt to load the guidewire to the in-house introducer needle was performed and was successful. The guidewire was inserted fully into the introducer needle. Therefore, the investigation is unconfirmed for the reported stretched issues. However, the investigation is inconclusive for the reported difficult to insert issue as the exact circumstances at the time of the reported event are unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement, the guidewire allegedly does not go into 18g puncture needle. Additionally, the guidewire was stretched. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement, the guidewire allegedly does not go into 18g puncture needle. Additionally, the guidewire was stretched. There was no reported patient injury.